Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling: warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis). Precautions 1. The xen gel implant and injector should be carefully examined in the operating room prior to use. 3. In order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Allergan representative reported during implantation surgery "xen implant curled at the end in the anterior chamber," of a patients left eye. Xen was removed and replaced. Further information received from healthcare professional confirmed event. Healthcare professional reported, "xen was not visualized on gunioscopy so it was advanced into a/c with forceps externally. On repeat gunioscopy, it was noted to be "curled" in angle."